Event description:
It was reported that the patient had presented to the accidental and emergency department due to pectoral twitching. The device was interrogated and found to be in safety mode. The patient had reported experiencing dizziness. On telemetry the device exhibited loss of capture which appeared likely as inhibition due to unipolar sense with some pauses, and the longest being eight seconds. Subsequently, this device was explanted and replaced with a competitor device. Unfortunately, the device will not return at this time as it was misplaced and likely lost. If the device is found, it will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient had presented to the accidental and emergency department due to pectoral twitching. The device was interrogated and found to be in safety mode. The patient had reported experiencing dizziness. On telemetry the device exhibited loss of capture which appeared likely as inhibition due to unipolar sense with some pauses, and the longest being eight seconds. Subsequently, this device was explanted and replaced with a competitor device. No additional adverse patient effects were reported. Unfortunately, the device will not return at this time as it was misplaced and likely lost. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.